Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 twin pump. The event occurred during startup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician was onsite for investigation on 2025-06-16. The tpm control board was replaced as well as the belts of all 4 pumps because they are due for replacement. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and the component motor control board (10 years old) the most probable root cause was determined as aging. The review of the non-conformities has been performed on 2025-06-26 for the period of 2015-09-29 to 2025-06-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-14. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if any new relevant information will be received the complaint will be reevaluated and if necessary reopened. This event occurred on the chinese market. It is a significantly similar device to hl 20 which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 twin pump. The event occurred during startup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Since the reported error message: "safety-s" could lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).